Event description:
It was reported that the patient was part of a clinical trial. She had spinal leads in the face and trigeminal nerve and had the stimulator in the chest. As a kid she had always felt charges like computers and watches would stop as a teenager, and she was very sensitive. On (B)(6) 2015 the patient was on her way home and there was a lightning storm. The lightning struck near her car and the electrostatic charge from the lightning went through the lead into her trigeminal nerve. It felt like a burn and it was frightening. She was still in her automobile and there was lightning nearby again and again it felt like it went into her lead into her trigeminal nerve. She did not want to take a pain pill so she drank wine. That same night she was in bed, there was a lightning storm and she woke up with terrible pain in her face as she thought the electrostatic charge had gone through her again, so she took a narcotic to help. The patient wanted to know if other people had gone through this, if she could ground her device, and if it could cause harm. The patient was going to call her doctor. The patient was advised to be as isolated as possible during lightning storms. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 977a160, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. Product ID: 97754, serial# (B)(4), product type: recharger. Product ID: 97740, serial# (B)(4), product type: programmer, patient. (B)(4).